Event description:
A customer reported obtaining falsely elevated results for troponin I quality controls and a patient sample. The patient results were reported and the pt was admitted to the emergency room. Elevated results of this magnitude may lead to inappropriate physician action. There was no report of patient harm as a result of this event.